Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failures of the igniter unit and power supply unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that this phenomenon was attributed to the aging deterioration of the components of the igniter unit and power supply unit for long-term use because more than five years had passed since the subject device had been manufactured and installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the emergency lamp of the subject device lit up instead of the examination lamp, even if the examination lamp (xenon lamp) was replaced to new one. There was no report of patient injury associated with this event.